Event description:
It was reported that an ilet user with a g7 sensor experienced high blood glucose on the pump display after a meal announcement. They then performed a second meal announcement without eating to obtain additional insulin. Subsequent fingerstick values were 269 mg/dl, 312 mg/dl, and 320 mg/dl, and the caregiver performed a pump calibration while no infusion set issues were observed, with use of a contact detach 23", 6 mm set. Education provided that meal announcements should be spaced about four hours and align with the actual meal. Symptoms included hyperglycemia peaking at 401 mg/dl accompanied by irritability. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when using meal announcements as corrections, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.